Event description:
Overdelivery reported. The pump was reportedly in home care use to infuse a 3 liter container of d5ns with 150meq of sodium bicarbonate and 40meq of potassium chloride over 24 hours. The patient reported that the container was empty after just 7.5 hours infusion time. She did not notify the home care nurse until the next morning. The patient also takes oral bicarbonate, and no adverse effects were reported. No further information was available.